Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that they missing a locking screw from the bass/mast assembly.